Manufacturer narrative:
The suspect product has not been returned by the time of this report, when the part has been returned a supplemental will be issued.

Event description:
The customer reported that during a patient procedure, using a lopro t3 gs52001, the monitor's display would white out. No delay in the procedure was reported. No back-up device was needed to complete the procedure. No harm to patient or user was reported.